Event description:
Profound and permanent neurological injuries [nervous system disorder]. Sever and permanent physical and other injuries [injury]. Case description: an attorney reported that their adult female client, now age (B)(6), used fixodent denture adhesive, version unk cream and/or super poligrip denture adhesive cream, unspecified total daily uses on dentures she rec'd approximately 10 years ago, and reported the following: profound and permanent neurological injuries, severe and permanent physical and other injuries that have left her unable to perform her normal, customary and daily activities. Treatment: has rec'd and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - rec'd dentures approx 10 years ago. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter. Therefore, unable to proceed with batch retain testing or product investigation.